Manufacturer narrative:
Patient-specific information: a4. Weight, a5. Ethnicity and a6. Race is unknown at the time of this MDR writing. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Unable to deliver or advance (delivery issue) cause was determined to be patient condition as the patient had difficult vasculature anatomy and resistance at aorta preventing successful delivery of impella. And regarding the patient anatomy or condition prior to therapy, its cause was most likely patient condition related due to difficult vasculature anatomy.

Event description:
The complainant reported an impella cp device placement for mechanical circulatory support was unsuccessful. The patient was brought to catheter lab for planned impella cp placement. Micropuncture and ultrasound were used. Upon gaining vascular access, due to the patient's anatomy and vascular structure, pump placement was aborted. The decision was made to place an intra-aortic balloon pump instead. The condition of the patient was unknown. However, it was indicated the patient survived the event.